Event description:
The customer reported the left monitor failed to power on. This resulted in a loss of the live image. There is no report of death or serious injury.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l svc info was provided.